Event description:
This spontaneous report of a non-serious, unlabeled event (lip dry) is being submitted as a 10-day report. A healthcare provider reported that a female patient received injections of restylane into the glabella, sides of mouth, and lower lip in 2007. No anesthesia was administered pre-procedure, and no additional procedures were performed. The patient had no significant medical history and was not taking concomitant medications. On an unspecified date post-restylane treatment, the patient developed dryness of her lower lip (lip dry), which lasted " a few days." The patient self-treated her dry lip with vaseline (petroleum jelly), and the dryness resolved. The following month, the patient reported to the health care provider that the product seemed "to be gone" (device ineffective). Nine days later, the pt was examined by the health care provider, who noted that the product has dissipated. The lot number and expiration date were reported as 8036 and 05/2009, respectively.

Manufacturer narrative:
Add'l PMA/510(k): p040024.